Manufacturer narrative:
The reported events were lead perforation, unacceptable threshold and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. A tip stiffness test was performed and the results within specification.

Event description:
It was reported that a patient presented in-clinic with discomfort from muscle stimulation. High capture thresholds was noted and a micro perforation of the lead was suspected. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.